Event description:
A customer reported a case in which a barcode ID and tube position number were assigned to both the correct sample result and to the next sample result. Subsequent sample results in the run were assigned the barcode number and tube position number of the prior tube. Thirty-two pt results were reported out to physicians that subsequently the laboratory corrected. The customer did not report death or serious injury as a result of this incident. The variant ii hemoglobin testing system with cdm version 3.5 software is an automated hplc system that separates and reports percent hemoglobin a1c in edta whole blood.

Manufacturer narrative:
The first step in correcting this issue was to send a new pc with cdm v. 4.0 software to the customer. The customer installed the computer with software installed and within several days reported a repeat incident. No pt results were reported out of the laboratory. The affected pc with cdm with v. 3.5 software was sent to bio-rad (B)(4) for investigation and root cause determination. A field service engineer (fse) went to the customer site to conduct a thorough investigation. The problem could not be reproduced on site. The affected variant ii with cdm v. 4.0. Software was removed from the customer site and sent to bio-rad (B)(4) for further investigation.